Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was freezing and running slow. The technical support specialist (tss) logged into the station, reviewed knowledge article station slowness summaries, and identified a relevant solution. Subsequently, knowledge article change speed & duplex on rss command shell was found and applied, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was freezing and slow. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.